Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) was at the customer site to observe the instrument. The fse identified the tubing at the peristaltic pump (pm1) as the source of the leak, and replaced it. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that about 60 ml of diluted blood leaked from the coulter ac·t diff analyzer when the wbc (white blood cell) and rbc (red blood cell) baths and vacuum isolation chamber (vic). The leak overflowed onto the counter. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, gloves, and eye protection at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results as a result of this occurence.